Manufacturer narrative:
The reported events of insulation damage and lead noise were confirmed. As received, a partial lead (only the distal portion) was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The steroid plug was found shifted distally. The cause of the reported events was due to an external insulation abrasion and to the exposure of the outer coil in the abrasion zone, which is consistent with friction to the device can. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During an unrelated procedure, episodes of noise were observed on the right ventricular (rv) lead. Rv insulation damage was suspected, but was unable to be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.